Event description:
A user facility reported to olympus, the evis lucera elite colonovideoscope suction button was stuck (suction vale stuck). Upon inspection and testing of the customer returned device, foreign object was found clogged in the suction channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, curved rubber adhesive missing, bending angle is insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to the extension of the angle wire, foreign matter found clogged in the suction channel inside the universal cord, dirt on objective lens difficult to remove, image cloudy due to dirt on objective lens, scratches on insertion part serpentine, scratches on operation part, dirt on operation part difficult to remove, tip cover crushed, scratch on ring for hardness adjustment, scratches on switch box, scratches on the operation part cover, scratches found on up/down knob, scratches found on the up/down angle fixing lever, dirt on up/down knob difficult to remove, scratches are found on right /left knob, scratches on grip, scratches on the universal code, scratches found on the scope connector side of the universal cord, scope connector scratched, dirt on up/down knob difficult to remove, dirt on scope connector difficult to remove, scratches on scope connector cover, and scratches found on the right/left angle fixing knob. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign matter in the suction channel confirmed but unable to be identified. It was confirmed that reprocessing is being carried out by the facility according to the instructions for use, the cause of clogging could not be identified. Olympus will continue to monitor field performance for this device.